Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported initially that the stimulation worked well for the patient. However, after 5 weeks post implant, the patient noticed that stimulation gradually "receded" from her right side. Over the last month to 1.5 months, the patient stated it had been "pretty bad". The device was not helping her right side. The physician suspected the paddle settled more lateral to the left. The patient had spasms in her back that were present with stimulation on or off. The physician will be revising the system. It was discussed that if there was too much scar tissue around the paddle, one side of the paddle could be disconnected and a second lead could be added into the port of the stimulator. Lead configuration was discussed as well. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported that there were no malfunctions. The physician told the patient her pain was from a viral infection and not the stimulator. The patient was doing fine with stimulation and did not want to stop using it.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient continued to have spasms in her back. The patient also had chest wall discomfort/pain, which had occurred 1-2 times since implant. It was stated that "about 6 months ago" the device was programmed for high frequency stimulation, with the rate way up, and the patient was doing better. It was stated that the physician did not believe the spasms were related to stimulation or the implant as she had it prior to implant. It was also stated that after the device was placed, the spasms got better. The patient, however, believed there was a link between her symptoms and the implant. The patient had turned off the device to rule out the relationship between the spasms and the device, but the patient could not keep the implant off as she had a return of pain and needed the implant back on. Additional information was requested, if received, a follow up report will be sent.